Event description:
It was reported that a high drain 101 alarm occurred during the previous therapy on the homechoice (hc). The technical service representative (tsr) reviewed the alarm log. The initial drain volume (dv) equaled 36ml, the last fill volume (lfv) equaled 1499ml, the total fill volume (fv) equaled 9197ml, the total dv equaled 3715ml, the total ultrafiltration (uf) equaled 3715ml, the cycle four uf equaled 334ml, the cycle three uf equaled 723ml, the cycle two uf equaled 253ml, the cycle one uf equaled 2405ml, and there was one record of a bypass. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A service history record review was performed and revealed no issues that could have caused or contributed to the reported increased intra-peritoneal volume (iipv) event. The cause of the reported iipv event could not be determined. Should additional relevant information becomes available; a follow up report will be submitted.